Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a german patient had a skin irritation. The patient had a skin irritation under the therapy electrode pads. The patient's skin was reportedly red and itchy, but was not open. The patient's physician prescribed a salve and ointment to be used on the irritation. Follow-up indicated that the irritation "comes and goes." The patient was under the care of medical professionals.